Event description:
It was reported that the nurse had encountered some issues with the foleys since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted which was not in the second one. The third issue was related to the temperature component which was not working. In several instances, it did not work at all and the several times it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on 14may2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted, not in the second . Stated that the third issue was related to the temp component not working . In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave an erroneously high temperature that was not confirmed orally or rectally .

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The catheter was submerged in a water bath and the resistance readings were taken at 3 temperatures. No resistance was measured. The catheter was also attached to a kilo device and no temperatures were displayed. Continuity tests were performed and the device could not get a reading between 2.0-3.0 kilo ohms. The device is considered out of specifications. A potential root cause for this failure could be damaged thermistor. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that the nurse had encountered some issues with the foleys since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. It was also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted which was not in the second one. The third issue was related to the temperature component which was not working. In several instances, it did not work at all and the several times it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on 14may2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted, not in the second. It was stated that the third issue was related to the temp component not working. In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave an erroneously high temperature that was not confirmed orally or rectally. Per investigator notification on 19nov2021, as two returned catheters (subassembly serial # (B)(6) were found not to be within batch #ngey1940 and contained no reported defects post-evaluation.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample caused by destructive testing. An eggshell foley 2-way temp sensing catheter and drainage bag were returned opened without original packaging. Product was tested for drainage flow. Di water was attempted to be passed through the drainage lumen using a slip tip syringe. The water was not able to be passed and flow back out from the drainage funnel. Catheter was noted to be cut horizontally from the first evaluation. Di water was able to be passed through both cut sections of the catheter. As water was unable to be passed during the first evaluation, the reported event will be confirmed cause unknown. As the cause of the flow issue is unknown, it is unknown if sediment caused the flow issue. As destructive testing was done thermistor wire was cut, therefore unable to test for erratic display and display failure. A potential root cause for this failure could be "catheter is stretched during insertion". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Do not tug, pull or twist the catheter tubing". However, this is for a patient/family instruction card and is listed as an instruction to prevent uti. This could help to prevent patient related stretching issue. The standalone instruction "do not stretch catheter. This will cause repositioning of probe as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. O in medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had encountered some issues with the foleys since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted which was not in the second one. The third issue was related to the temperature component which was not working. In several instances, it did not work at all and the several times it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally.